Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient had a ventral hernia repaired, a bard (composix) kugel patch was implanted during this procedure. On (B)(6) 2014 - the patient underwent surgery to repair damage caused by the (composix) kugel patch. During this surgery the (composix) kugel patch was removed in it entirety and the patient's bowel was resected. It is alleged the patient experienced pain, bowel injury, additional surgical procedure, explant and disability.